Event description:
It was reported to medtronic neurosurgery that the drainage bag connection broke. It was also reported that the patient was unaffected by the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was discarded by the customer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)